Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided by technical support, who assisted in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.